Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Only photo was returned. The reported complaint was observed on the returned photo. Photo review: provided photo shows an implanted iol. There appears to be a line/mark at the edge of the optic. The origin of the observed line/mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure surgeon was observed a crack at the edge of the optic after implantation and the procedure completed on the same day. Lens remains implanted in patient's eye.

Manufacturer narrative:
A product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).